Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a.(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the surgeon was impacting the trial cup when the a frame flew off the handle causing the screw to break.

Manufacturer narrative:
Visual inspection of the returned alignment frame found that the a-frame screw and o-ring subcomponents were missing. Further follow-up with the field stated it did not fall into the surgical site, and that the screw was found on the floor and discarded at time of the event. Wear marks were also noted on the surface of the a-frame device, with scuff marks around the threaded hole for the discarded screw. Review of the device history records did not find any deviations or anomalies. The device has a potential field age of approximately 2 years. The frequency of use of the device is unknown. This device is used for treatment. The wear and scuff marks on the device confirms that the device was used multiple times. A definite root cause for the reported issue cannot be determined with the information provided.